Event description:
It was further reported that after pre-dilatation of the target lesion, during the index procedure, a dissection occurred that was treated wtih the taxus x.5x12 mm stent. The pt presented to the ER 212 days post index procedure with prolonged intermittent chest pain and "fair relief" from nitroglycerin. ECG demonstrated no acute change and cardiac enzymes were normal. Cardiac catheterization revealed the lmca had minimal irregularities. The lcx had 40% proximal stenosis, a pt stent in the mid portion, and pt lateral branch without significant stenosis. The posterolateral branch was occluded at its origin and in the mid vessel, there was chronic occlusion of the first and third merginal branches. The ramus was occluded at its origin and fills via bridging collaterals. The lad had 30% proximal stenosis, a distal occlusion, and mild to moderate disease of the diagonal branch. The rca and 30-40% proximal and distal stenosis with moderate, a patent a stent in the first r-pda, and focal 70% in-stent restenosis of the second r-pda. Two hundred and twelve days post index procedure, poba was performed to the second r-pda. A cutting balloon was then placed but was unable to be passed into the stent to further dilate it. Residual stenosis was 20%. The pt was referred for a surgical opinion and was discharged on asa and plavix. The pt was re-admitted 242 days post index procedure for surgical revascularization. Per discharge summary, ECG one day prior showed bradycardia. Two hundred and fourty two days post index procedire, CABG x 5 was performed including: svg to om2 and mom3, lima to lad, svg to posterolateral and 2nd r-pda. ECG, om2 and om3, lima to lad, svg to posterolateral and 2nd r-pda. ECG, 246 days post index procedure, revealed normal sinus rhythm, and possible inferior infarct and nonspecific t wave abnormality. The pt was discharged 246 days port index procedure on asa and plavix. In the opinion of the physician the taxus stent was not related to the CABG.

Event description:
Same pt as 6000093-2005-01037, and -01039. It was reported that 212 days and 242 days after a coronary artery drug eluting stenting treatment procedure the pt underwent target vessel reinterventions (tvr). The index procedure treated one target lesion. Target lesion 1 was an ostial, 2.5 mm vessel diameter, 80% stenosed region of the right posterior descending artery (r-pda). The lesion was 10 mm in length. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.5x12 mm drug eluting stent without complication. The drug eluting stent was post dilated after deployment with a residual stenosis of 0%. The pt was discharged from the hosp 1 day post index procedure. The physician performed plain old balloon angioplasty (poba) to alleviate focal in-stent restenosis 212 days post index procedure. In the opinion of the phsyician there was a probable relationship between the event and the taxus stent. The pt was discharged from the hosp 1 day post tvr. The second tvr performed was a coronary artery bypass graft that occurred 242 days post index procedure.